Event description:
It was reported that outside of surgery, the pin on which the dermatome knife is attached was loosening in the housing. It was not detected, which resulted in too much and too thick skin being removed. There is no patient involvement. Due diligence is in process. There was no adverse event associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: netherlands.

Event description:
It was reported that during surgery, the black pin that moves/holds the knife broke off. Further the pin on which the dermatome knife is attached was loosening in the housing. It was not detected, which resulted in too much and too thick skin being removed. There is no patient impact and there was a delay of a few minutes. Another device was utilized to finish procedure. Due diligence is complete. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, e1, e2, e3, g1, g3, g6, h1, h2, h6, and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the reciprocation arm was worn and the neckpiece was broken. The reciprocation arm and neckpiece were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
There is no additional information associated with this malfunction.